Event description:
It has been reported that the syringe control 10ml ll bns has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that hair was found on the syringe. Product description summary: hair was found on the control syringe.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
Correction: incorrect awareness date the following information has been updated: b.3. Date of event: (B)(6) 2019. G.4. Date received by manufacturer: 2019-10-17. H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It has been reported that the syringe control 10ml ll bns has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that hair was found on the syringe. Product description summar: hair was found on the control syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe control 10ml ll bns has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that hair was found on the syringe. Product description summary: hair was found on the control syringe.